Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a separation between the patient line of the homechoice cassette and the transfer set was reported, which is known to cause this alarm. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain nine of sixteen of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a separation between the patient line of the homechoice cassette and the transfer set that led to this alarm. The nurse confirmed that the connection was tightened before therapy started. The transfer set was still in use. There was no damage noticed on the homechoice cassette or transfer set. Renal therapy services (rts) advised the nurse to cycle power off and on to clear the alarm. Proper procedures per the user manual were reviewed with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.